Manufacturer narrative:
The returned device was evaluated and the pod was received with blood residue on the adhesive pad. Inspection of the pod found the tip of the formed needle to be dull. This inadequate formed needle tip contributed to the reported bleeding/bruising event. The pod was received with the soft cannula deployed. Inspection of the soft cannula found the exposed portion to be bent and torn, resulting in fluid leaking from the intended fluid path. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 276 mg/dl. In addition the patient reports the pod infusion site was itchy and bleeding.